Manufacturer narrative:
(B)(4)

Event description:
The patient reported that they had been getting power surges from the implant that started a couple of months ago. The patient was aware that the implant was almost near end of life (eol). The patient did not have a managing doctor at the time of the report. Other relevant medical history includes post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.